Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner coil fracture near is-1 terminal end.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues and high impedance issues and loss of capture during the attempt. After product investigation a fracture of inner coil near is-1 terminal end was confirmed. No adverse patient effects were reported. Changing reporting decision type. Dc